Event description:
The customer reported that the device sometimes is not beeping back at each increment when easy bolus is activated. Troubleshooting was performed. The audible tone was heard. Advised custimer to use recommended batteries to see if that solved the problem. Suggested customer to call back if problem persists. High bgs were treated.